Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed noise, oversensing and inhibition of pacing. Pacing impedances of less than 200 ohms were also recorded. The patient was seen for a revision procedure where the lead was surgically abandoned; the device was explanted and was noted to not be returned. There were no additional adverse patient effects reported.